Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, missing piece of the shell, crease fold, biological tissue in the surface of the shell and underweight. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken posterior side assessed as an unidentified (tear) opening. Missing piece of the shell assessed as inconclusive. A sharp opening anterior side assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.